Manufacturer narrative:
(B)(4). The known cause of this alarm is a leak through the disposable. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of ten of peritoneal dialysis therapy. During troubleshooting, the reporter stated that they noticed a wet spot on the carpet under the empty supply bag. Nothing else out of ordinary was observed with the supplies. The technical service representative had the user cycle the power on the hc device, disconnect the patient, and remove the supplies. The therapy was ended early in dwell five of ten, and the patient would drain manually. There was no patient injury or medical intervention associated with this event. No additional information is available.